Manufacturer narrative:
Follow-up #1 date of submission 02/23/2016-product analysis: the device was returned and evaluated by product analysis on 02/16/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. There was no indication of abnormal pump behavior in the pump¿s black box data. The total daily dose history was appropriate for the user programmed delivery settings. The cartridge compartment was undamaged. A cartridge cap was able to secure properly to the pump. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on an unknown date was 25.4 mmol/l with moderate ketones, nausea, and symptoms of dehydration. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump's cartridge compartment was cracked. This complaint is being reported because the reported health event was attributed to a pump issue.